Event description:
It was reported that the right atrial (ra) lead exhibited possible atrial undersensing resulting in the device to store episodes classified as non-sustained ventricular tachycardia (vt). The lead remains in use. No patient complications have been reported as a result of this event.